Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
H11. Corrected data: b5. Has incorrect information for the bcva results from 8/28/2019. Bcva results should read out as, right eye post-op 20/20 .00 x .00 x 90. Left eye post-op 20/20 1.25 x -.50 x 108. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2019 with epithelial ingrowth in the left operative eye (os) at post treatment. A flap lift and rinse was performed. Topical steroid dosage was increased. The patient did not experience a loss of best corrected visual acuity (bcva). The patient reported the symptoms were not interfering with daily activities. Patient's symptoms resolved on (B)(6) 2019. Bcva from (B)(6) 2006: right eye pre-op 20/20 -2.25 x -.25 x 102, left eye pre-op 20/20 -2.75 x -.50 x 100. Bcva from (B)(6) 2019: right eye post-op 20/20 -2.25 x -.25 x 102, left eye post-op 20/20 -2.75 x -.50 x 100.